Manufacturer narrative:
Based on the description of the screw there are two potential part numbers, 91-1509 (cross-drive screw) and 99-7209 (center-drive screw). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. No malfunction of the screws was reported; the screws were being removed as part of the patient's planned treatment to place the dental implants. In addition, there was no report of attempted removal of the screw. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
The patient had four dental implants (non zimmer biomet devices) for teeth numbers 22, 23, 26, and 27 placed on (B)(6) 2006. During this procedure the surgeon removed three of the four screws. It was reported one screw was left in place as there was too much bone growth over it.

Manufacturer narrative:
These implants were removed in a revision; there was no allegation that the parts did not function as intended. It was stated that they were removed in order to place the patients dental implants. The most likely underlying cause of this complaint is the patient's condition, which required the screws to be removed to place dental implants. There are no indications of manufacturing defects.